Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 19599408, model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was getting uncomfortable stimulation as the leads had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.